Manufacturer narrative:
The pipeline device has not been returned for evaluation. The reported event could not be confirmed and an event cause could not be determined from the reported information.

Event description:
Medtronic received report that the pipeline "head" ould not open during a procedure. The physician attempted to open the device by rotating the push wire and pushing the device forward, but was not successful. A new device was used to successfully complete the procedure. There was no report of patient injury. Patient's current status is normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.